Event description:
It was reported that at follow-up, the device displayed vf and vt detections. Several appropriate hv therapies had been received since june and the device was found to be at eos. Upon reviewing the vt/vf episodes, intermittent noise on the svc-can with some rare oversensing on the ventricular sense/ pace was noted on the egm. Fluoroscopy reveals no anomaly, hence the physician decided to continue to use the lead.

Manufacturer narrative:
No medwatch form was received.